Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was 915 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed with manual insulin injections. Reportedly, the customer had some spider bites that apparently caused an infection preventing insulin absorption. Customer's spouse drove customer to the emergency room where they were admitted to the intensive care unit. Customer was treated intravenously with saline and insulin. There was no permanent damage. Tandem technical support (tts) confirmed pump working as intended. Customer¿s blood glucose level was 118 mg/dl. Multiple attempts were made by tts to gather additional information, however, no response was received.